Event description:
Consumer complaint of about high blood results. Customer states that she/he feels well and requires no medical attention. Customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 212mg/dl and 221mg/dl not fasting. Review meter memory: last night he stated that he felt very hot and woke up to check his glucose results and the meter displayed results of 161mg/dl, 145mg/dl and 154mg/dl within minutes around 1:30am. Customer is convinced that meter is defective because the "hot" flush he experienced last night his usual symptoms for him when his glucose is low. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she/he feels well and requires no medical attention. Customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 212mg/dl and 221mg/dl not fasting. Reviewed meter memory: (B)(6). Last night he stated that he felt very hot and woke up to check his glucose results and the meter displayed results of 161mg/dl, 145mg/dl and 154mg/dl within minutes around 1:30 am. Customer is convinced that meter is defective because the "hot" flush he experienced last night his the usual symptoms for him when his glucose is low. No adverse event reported.